Manufacturer narrative:
Device evaluation: customer report was confirmed. Unknown black material was observed at the edge of male lure of three way stopcock. On 1/4/2010 sample is sent to chemistry for further evaluation. On 2010, per chemistry analysis (B) (4) the ir spectrum of the unknown material removed from the stopcock showed similar absorption characteristics when comparing to silicone like material.

Event description:
The following was reported: "unknown black material was observed at the connection between stopcock with vamp flex and stopcock for opening to atmosphere."